Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2019, it was reported that the patient presented to the facility after experiencing abdominal pain for 32 hours. Patient had noted spotting after a recent miscarriage that occurred 2-3 weeks prior. The physician wanted to perform an x-ray, so a rapid hcg test was ordered. The patient's urine was tested on the alere hcg cassette and a negative result was obtained. Confirmatory bloodwork was ordered to be performed. An ultrasound and CT scan were performed on the same day based off the false negative result, however, no x-ray was performed. On (B)(6) 2019, the beta hcg results were obtained= 200 miu/ml. Results from the CT scan discovered an ovarian cyst and swelling. The patient was transferred to an alternate facility for further care. No adverse patient outcomes were reported. Although further information was attempted, no further information was provided.

Manufacturer narrative:
Retention devices for the reported lot were tested with quality control cutoff standard (20miu/ml) and middle positive standard (100miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformance's, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Complaints are tracked and trended on a monthly basis.